Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the sheath with the exoseal vcd, and no resistance or friction was experienced during advancement through the sheath. The sheath was not kinked or bent. The sheath was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, with an audible click heard. The exoseal vcd was securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until pulsatile flow significantly slowed or stopped. The devices were retracted together until the indicator window turned solid black, and it did not show any red color during retraction. No damage was noted to the deployment lever. The deployment button was fully pressed and aligned with the handle. After removal from the patient, the plug remained attached to the exoseal vascular closure device (vcd). The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. The device was used in an interventional procedure. It was stored and prepared according to the instructions for use (IFU). The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. Manual compression was used for hemostasis. There was no reported patient injury. There was no difficulty connecting the sheath with the exoseal vcd, and no resistance or friction was experienced during advancement through the sheath. The sheath was not kinked or bent. The sheath was retracted until the hub engaged with the indicator wire cowling and locked against the handle assembly, with an audible click heard. The exoseal vcd was securely locked with the sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and sheath were retracted together until pulsatile flow significantly slowed or stopped. The devices were retracted together until the indicator window turned solid black, and it did not show any red color during retraction. No damage was noted to the deployment lever. The deployment button was fully pressed and aligned with the handle. After removal from the patient, the plug remained attached to the exoseal vascular closure device (vcd). The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. The device was used in an interventional procedure. It was stored and prepared according to the instructions for use (IFU). The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not returned for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and was within specifications. The functional deployment simulation evaluation could not be performed, as the simulated deployment test could not be completed in the as-received condition due to the deployment lever being partially depressed and the plug not being received for evaluation. However, an attempt to fully depress the partially depressed lever was successfully performed. A high-magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿, was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed, the indicator window in full transition, the indicator wire retracted, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis as the returned device does not match the even reported. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.